Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both the tamper seals were intact. The investigation found the device bottom case cracked at front right corner. Crack on top of right plunger case. The pump event history showed a motor rate error in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during occlusion test. Normally worn drivetrain parts were observed to be the cause of the reported issue. The root cause of the reported issue was unable to be determined. The technician replaced the worm coupling, worm gear, lead screw, clutch spring, and both clutch halves due to old normally worn parts. Calibrated device and performed all functional tests which passed.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.